Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was in the last 3 weeks the pt¿s controller was not working. They had a little problem here and there and would have to reset the controller. Now in the last week it was not charging the ins and they had not been able to charge or do anything. The pt was also not able to charge the controller when the controller was plugged into the ac power supply it said they needed to replace battery soon. When nothing was plugged into the controller they also got a white screen which would not respond until they reset the controller. Pt then said their controller was not keeping a charge. They had to charge the ins and controller every day. The ins battery would discharge before the controller battery would like it normally did. Pt noted when working they had to charge every day and did not go to work but it was a gradual thing and they would charge and within a day's its gone in charge again. They went back to work and was walking again and they thought they had to charge again but they did not even though it had been a week since they charged. Whenever the pt would turn stimulation on, within a few minutes it would say stimulation off. Pt said it was working and was hurting. One day they called their rep since it was a week since they last charged their ins and the ins battery had more charge then what was expected. Pt was told from their rep to call patient services. During call pt verified no damage to the controller charging port, controller battery compartment, or to the controller battery. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging with a green flashing light. Pt unlocked controller and it showed stimulation off. Controller battery was at 40% and ins was at 30%. Pt said yesterday the ins was at 0%. The issue was not resolved. A replacement controller was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received from representative (rep) stating that the rep called the pt and she said she uses high settings and charges everyday. The scs works great and sounds like it turns off when it runs out of battery. Pt does not currently have a pain dr so she will call the rep if she has issues. Pt stated the device works fabulous for her pain and she doesn¿t want us to adjust settings to lengthen charging intervals. The rep didn't asked the patient's weight.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.